Manufacturer narrative:
(B)(6). Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient has an artificial urinary sphincter (aus) implanted and 5 years later underwent a surgery for an inguinal hernia. The patient then developed recurring incontinence when standing. According to the physician, the cause of the recurring incontinence is unknown, but the physician will know more once the device operating condition is checked upon next appointment with the patient. No additional information was provided.